Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.

Event description:
Patient reported skin irritation in the form of burning sensation, redness, itching, peeling, raised skin, and rash. The patient sought medical treatment and was prescribed medication. The patient confirmed following the proper skin preparation steps.